Event description:
The customer reported via phone call that communication was not possible on the insulin pump. The customer was assisted with performing a self-test, but the insulin pump alarmed failed self-test alarm. The customer's blood glucose was 4.1 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed a64 due to faulty electrical component on the radio frequency board. The insulin pump has minor scratched lcd window and cracked case near the display window corners.